Event description:
It was reported that the ilet device housing separated into two pieces during normal use, exposing the internal motherboard and wiring, without any preceding drop or impact. Symptoms included no injury and no adverse clinical effects. Outcomes included continued device replacement logistics and no interruption due to alarms. Investigation included customer interview and complaint intake to assess device condition and use environment. Investigation of this case revealed a mechanical enclosure failure consistent with a cracked or delaminated screen or housing that resulted in visible internal components, with no performance-related alerts and no patient harm. It was concluded, based on previously established findings for similar reports, that the cause was device component failure of the external enclosure.